Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via log file analysis which revealed 27 high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on risk documentation and historical data of similar high power events, the most likely root cause of the reported event may be attributed to thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not received.

Event description:
It was reported that the patient was admitted with high watt alarms and elevated lactate dehydrogenase (ldh) on (B)(6) 2017.  A pump thrombus was suspected.  The patient had a blood transfusion on (B)(6) 2017.  On (B)(6) 2017, the patient underwent a transplant.  The patient remains hospitalized.  No further patient complications have been reported as a result of this event.